Event description:
It was reported that during insertion, pt developed a lot of redness to face and complained of feeling faint. A cool cloth was applied to the head, hob lowered and feelings passed. Pt also complained of seen dots.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) or reue0617 showed three other similar product complaint(s) from this lot number. (B)(4).